Event description:
It was reported, the device was observed to be in back up mode following an MRI. It was noted the device was not programmed into MRI mode prior to the patient undergoing the MRI. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.